Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One opened box belonging to product code vcp772d was received for analysis. Upon visual inspection of the received box, it was noted that it contained eleven foil packets instead of the required twelve. However, it could not be determined whether only eleven samples were originally placed inside the box. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that there was one package of product less than expected in the box when just opened. There should be twelve packages of products in the box, but actually there were only eleven packages of products. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.